Event description:
In early 2009, the distributor reported that during surgery, a piece broke at one of the junctions between the gripping part and the handles. The surgeon retrieved all the pieces from the wound. Additional info received from the distributor via email two days later, the distributor reported that the surgeon used another instrument from another kit to finish the case as intended. There was no reported pt injury or surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.